Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that both leads had migrated around the battery; migration was confirmed with x-ray imaging. To address the issue, both leads were replaced via surgical intervention on (B)(6) 2025. Therapy was restored post operation.